Event description:
Event: unresolved type I endoleak. Cause details: the graft was deployed and an angiogram revealed a type I endoleak that was resolved with ballooning. The pt will be monitored by the physician.